Event description:
It was reported to philips healthcare that the heartstart xl had difficulty charging and discharging. There was no reported impact.

Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted upon completion of the investigation.